Event description:
It was reported that during an unknown procedure, scissoring occurred. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.